Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving a dilaudid 15 mg/ml at 2.998 mg/day via an implantable pump. The indication for use was not reported. The patient reported fluid around his pump that was oozing from the incision. The physician and patient reported a tunnel or fistula at the incision site. The issue started approximately four weeks ago per the patient. It was unknown in any environmental, external or patient factors that may have led or contributed to the event. The physician started the patient on antibiotics (date unknown) and performed a pocket revision on (B)(6) 2016. The physician suspected fluid was due to a tract that had not closed. Per the physician infection was not present. The pocket was revised and closed. The physician would follow-up with the patient to confirm proper wound healing. The results of the pocket revision to be determined. It was unknown if the issue was resolved at the time of the report. The patient status was alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.